Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, the patient experienced a postoperative air leak. During the initial procedure, the surgeon stapled the fissure with blue sureform 30 reloads, using a sureform 30 curved-tip stapler instrument. White sureform 30 reloads were also used during case. All staple lines were created correctly without any stapling error messages. The staple lines were complete and the procedure was completed robotically with no complications. On post-operative day one, an air leak was identified. It is unknown what medical intervention (if any) was required due to the complication. The patient is still hospitalized but in stable condition, with an expected recovery. An ethicon 30 stapler and green reload were used to staple the bronchus. According to the initial reporter, there were no issues with the ethicon 30 stapler device. The origin of the leak is unable to be identified. The surgeon related the event to having air leaks in procedures in the past with laparoscopic cases and did not identify that the da vinci system was directly the cause of the patient's complication. It was noted that the sureform 30 curved-tip stapler instrument is the only new product and technique used during this procedure.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: the logs show a sureform 30 stapler instrument (part #4808530-12, lot #u80231017-0035) was installed on the system 9 times and fired 7 reloads (4 blue, followed by 3 white). On install 1, the system failed to detect the reload color and the user manually selected the blue sureform 30 reload. No clamping or firing was attempted. No clamping or firing was attempted on install 2. On installs 3-9, barring one aborted clamp on install 4, all clamp attempts were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.